Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing during an in-clinic visit. The patient was asymptomatic. Programming changes were made.